Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the reported errors. The fse replaced universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed, and the reported failure was confirmed but not replicated. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and failed the direction test.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, the system was triggering 23087 faults on the universal surgical manipulator (usm) 2. The customer tried power cycling the system but the issue persisted. The technical support engineer (tse) had the customer hard power cycle the system but the fault would not clear. The customer was bringing in a secondary patient side cart (psc) to continue with the procedure. There was no reported injury.